Manufacturer narrative:
Electrode belt sn (B)(4) and monitor sn (B)(4) have not yet been recovered from the field. Device evaluation included review of downloaded software flag files from the last available download (12/20/2018). The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to an inappropriate treatment.

Event description:
A supplemental report is being submitted to correct type of reportable event from "death" to "serious injury". A us distributor contacted zoll to report that a patient was treated by the lifevest. The treatment was reported by a nurse who was present at the time of the alleged event. It was reported that the patient was conscious at the time of the event. There is no download data available at this time and the patient's equipment has not yet been returned from the field. The treatment cannot be confirmed. There is no allegation of any serious injury resulting from the treatment event. As the event was reported by a medical professional, this event is being reported out of an abundance of caution. A supplemental MDR will be submitted if download data is received to confirm the alleged treatment event.

Manufacturer narrative:
Electrode belt sn (B)(4) and monitor sn (B)(4) have not yet been recovered from the field. Device evaluation included review of downloaded software flag files from the last available download ((B)(6) 2018). The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to an inappropriate treatment.

Event description:
A us distributor contacted zoll to report that a patient was treated by the lifevest. The treatment was reported by a nurse who was present at the time of the alleged event. It was reported that the patient was conscious at the time of the event. There is no download data available at this time and the patient's equipment has not yet been returned from the field. The treatment cannot be confirmed. There is no allegation of any serious injury resulting from the treatment event. As the event was reported by a medical professional, this event is being reported out of an abundance of caution. A supplemental MDR will be submitted if download data is received to confirm the alleged treatment event.